Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer changed the pump supplies and resumed insulin delivery after a system check with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.